Event description:
(B)(6). There was fluid in cartridge when the cartridge was ejected, due to liquid not flowing accurately. The cartridge was re-inserted and the pressure was set to 35 for the case. When the tech left the or, the water was giesering out of the patients ports, and had blow out his shoulder cap. The tech lowered the pressure to 25. There was a 30 -40 minute delay.

Event description:
(B)(4): there was fluid in cartridge when the cartridge was ejected, due to liquid not flowing accurately. The cartridge was re-inserted and the pressure was set to 35 for the case. When the tech left the operating room, the water was "giesering" out of the patent's ports, and had blow out his shoulder cap. The tech lowered the pressure to 25. There was a 30 -40 minute delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the warranty seal was broken. No physical damage found on the pump. All pcba¿s were undamaged, and all cables were properly seated. Functional inspection: pressure testing, integration testing, and inflow bracket testing was conducted to reproduce the issue. Additional testing was performed to replicate the complaint and is mentioned below. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. The critical error log was reviewed and there were no errors related to the complaint. The reported complaint was not reproduced. The pump functioned properly without any incident. The probable root cause for the reported failure involving this device could be due to user error; inflow cassette reinserted into the pump with the pressure membrane bubbled out. A bubbled out pressure membrane can cause incorrect pressure readings by the pump. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.